Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: cardiologist. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the manufacturing record and the product-release judgement record of the involved product code/lot number combination confirmed that there were not any indications of anomaly in them. The record of outer diameter and distal tip fracture strength at the time of shipping inspection was confirmed for the product of the involved product code/lot number combination. No anomaly was found. A search of the complaint file found no other similar report with the involved product code/lot number combination from other facilities. Please see MDR 2243441-2022-00007 for the importer report. (B)(4).

Event description:
The user facility reported that the tip of the wire involved broke while inside of the patient's coronary vessel. The broken piece of wire was able to be retrieved with a snare. The patient was fine. The patient was in good health. The procedure outcome was successful. There was no patient injury or surgical intervention required. Additional information was received on 07 mar 2022: the procedure performed was a heart catherization. After the stent was in, the doctor added the second run-through wire. As the wire was pulled out, tension was felt. The wire was caught on the stent and broke the tip. A balloon was applied to trap the tip. The entire tip was retrieved from the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. The returned sample was one runthrough ns. Visual inspection of the actual sample found that the niti core wire inside the platinum coil section had been fractured and the platinum coil had been unraveled and fractured. The fractured distal piece was not returned. According to the additional information received on march 29, 2022, it was confirmed that the fractured distal piece had been discarded by the user. The length of the niti core wire of the actual sample was measured. Compared to a current sample, approximately 21 millimeters was missing from the distal section. Since the platinum coil had been unraveled and stretched, the length of it could not be measured. Length of the niti core wire under the platinum coil section: for the actual sample was approximately 9 millimeters and for the factory-retained current product sample it was approximately 30 millimeters. Electron microscopic inspection of the fracture of niti core wire found that the fracture end was flat, not curved, and not deformed in taper shape. Radial pattern and dimple pattern were observed on the fracture surface. The thickness of the niti core wire was measured near the fracture and confirmed to be equivalent to that of the current sample. Simulation test was conducted. The factory-retained runthrough ns samples were exposed to each load while the distal end of the platinum coil section was trapped. As a result, the niti core wire under the platinum coil was fractured; in addition, the platinum coil was unraveled and stretched in all cases. Subsequently, when each test sample was exposed to a further pulling load, the platinum coil was fractured in all cases. The following was observed by electron microscopic inspection of the fracture of each niti core wires. I) one-way pulling load testing revealed that the fracture end was deformed in taper shape, and dimple pattern was observed on the fracture surface. This state was different from that observed on the actual sample. Ii) repetitive bending load testing revealed that the fracture end was flat, not curved, and not deformed in taper shape, and dimple pattern and radial pattern was observed on the fracture surface. This state was similar to that observed on the actual sample. Iii) torque load testing revealed that the fracture end was twisted. Dimple pattern was observed in the center of the fracture surface, and spiral pattern was observed around it. This state was different from that observed on the actual sample. IV) pulling load to a looped test sample revealed that the distal end was curved, the fracture surface was twisted, and dimple pattern was observed on the fracture surface. This state was different from that observed on the actual sample. Based on the investigation result, as a possible cause of this event, it was likely that the facture occurred due to the following mechanisms: I) the distal section of the actual sample was trapped in the stent strut when the actual sample was removed; ii) when pulling and pushing loads are applied to the actual sample in order to release the trapped state, the niti core wire inside the platinum coil was fractured; iii) when the actual sample was subjected to a removal manipulation, the platinum coil became unraveled and stretched; IV) when the removal manipulation continued, the platinum coil was fractured. Ashitaka factory is committed to maintaining quality by implementing the following controls: I) 100% visual inspection after the coils and niti core wire fixing process to assure no deformity in the coil sections; ii) 100% outside diameter determination after the assembling process; iii) fracture strength of the distal tip is tested on a sampling basis per product code/lot. For future use, please note the following points described in the IFU: "if any resistance to the runthrough ns or the dilatation catheter is felt during manipulation or if the shape, behaviour or position of the guide wire's tip seems improper, e.g., in a case where the tip is trapped due to vessel spasm or some other cause or the tip is folded stop manipulating the guide wire (and the catheter) and determine the cause carefully by fluoroscopy and take suitable remedial actions. Then remove the guide wire slowly, without turning, to exchange it for a new one. Continuing guide wire or catheter manipulation in the said situations may result in damage to the vessel, damage to or separation of the guide wire's tip, and/or damage to the dilatation catheter."